Event description:
It was reported that the site was experiencing problems interrogating vns patients devices with the dell x50 hand held which contained the version 7.1 software. The programming wand battery was exchanged and the hand held device was fully charged, and the problems persisted. The hand held was returned to manufacturer for analysis. Analysis of the hand held was completed. The analysis revealed no anomalies that support the reported complaint. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. After the handheld was powered-on continuously using only the main battery for more than an hour, interrogation and diagnostic tests were successfully performed. At the conclusion of testing the main battery had a remaining charge of 66%. The analysis of the software and flashcard revealed no anomalies and the device performed as intended.